Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer had reported that the power could not be turned off and recently the lamp seems dim, during reprocessing involving an olympus light source. There were no reports of patient involvement.